Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00315. It was reported the patient¿s trial procedure on (B)(6) 2017, was abandoned due to discomfort. The patient has a previously implanted competitor¿s system. The physician had some difficulty placing the two trial leads. The patient was woken up while still on the table and reported pain in the lower extremity/foot. Trial stimulation was turned on and the patient reported more discomfort. The physician decided to remove the trial leads and abandoned the trial procedure. While in post-op the discomfort continued. Follow up information identified the discomfort has resolved.